Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter "black debris" was found inside the chamber of a 20 ml bd¿ eccentric slip tip syringe prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: two unused samples of 20ls lot 1708290 and one picture was received by our quality team for investigation. Upon visual inspection of the two samples received, brown foreign matter was verified to be attached to the tip of one syringe and no foreign matter can be observed in the second sample. Further visual inspection was performed using ten times magnification and it was verified this brown foreign matter is degraded polypropylene embedded in the syringe. These particles that come from molding process after a long stop of the injection machine. Before the machine is restarted up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning programs according to procedure. DHR of lot 1708290 has been reviewed not finding any incidence or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures: visual inspection: molding: 2 injections per shift. Printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 sub processes (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf package per pallet. Functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. The root cause of this incident is related to manufacturing during the molding process after a long stop of the injection machine. The incident is reported to area manager. Based on severity and occurrence no formal CAPA is required according to internal procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.